Event description:
Hill-rom received a report from the account stating the foot end casters not holding. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found left steer, right brake caster, and both caster supports inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced left steer, right brake caster, and both caster supports to resolve the issue. Based on this information, no further action is required.